Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication with the technician in charge livanova deutschland learned that the patient pump 1 was not turning. The technician replaced the pump and the issue could be solved. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: pictures of the affected pump were provided to livanova deutschland. Based on the analysis of the pictures it was possible to establish that no mechanical failures were affecting the motor bearing. Thus, it is reasonable to assume that the root cause of the reported failure was a defective electronics component of the pump.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side during procedure. There was no report of patient injury.